Manufacturer narrative:
(B)(4): this customer reported that while treating a pt in cardiac arrest they got pads ECG interference and artifact that was consistent with 60 hz interference. The users switched to a different defibrillator to treat the pt. The involved pt died but the customer has stated that the device behavior was not a factor in the pt outcome. A f/u report will be submitted after philips obtains more info about this event.

Event description:
This customer reported that while treating a pt in cardiac arrest, they got pads ECG interference and artifact that was consistent with 60 hz interference. The users switched to a different defibrillator to treat the pt. The involved pt died, but the customer has stated that the device behavior was not a factor in the pt outcome.